Event description:
The patient presented to the emergency room reporting pain and muscle stimulation in the chest. It was noted that the ventricular lead had high thresholds. The ventricular lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.